Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage as well as prime anomaly. The customer¿s blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting. The customer stated that they were unable to exit the preparing to prime loop. Advised customer the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime or fill anomaly noted.